Event description:
Hospital reported during left ventriculogram air was introduced into left ventricle via pigtail catheter resulting in an adverse reaction by patient. Patient went into complete heart block. A temporary pacemaker was put in and the heart rhythm returned to base line. There was a change in respiratory breathing. Anesthesia was called and breathing returned to normal. Patient was admitted and released.